Manufacturer narrative:
Result: an investigation was not possible because no sample was sent for investigation. It is possible that protein deposits inside the valve affect the function of the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot clarify the suspected blockage conclusively, this would be required an examination of the valve.

Manufacturer narrative:
Additional information: d4 & h4. Manufacturing and quality control data: the progav® 2.0 shuntsystem was manufactured by a qualified employee in march 2020. Deviations during assembly did not occur. The product was finally tested as article fx414t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specification. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 25 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 25 cmh2o, and were found to meet range the tolerances. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Result: an investigation was not possible because we have not received the release for investigation. It is possible that protein deposits inside the valves affect the function of the shuntsystem and have led to a blockage. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the malfunction, as this would require an examination of the valve. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When following/additional information is provided a follow up will be submitted.

Event description:
According to the complainant, a valve was believed to be blocked. Although requested, no further information has been made available.